Manufacturer narrative:
The meter was requested and returned for an investigation. Replacement product was sent. The investigation is ongoing. Occupation is patient/consumer.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The customer reported the "results field looks like tick marks." A display test was performed and the customer reported segments were missing from the results field. The customer alleged there was no corrosion in the battery compartment. The customer performed an inr test and was "unable to make out the result."

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The contamination on the battery contacts caused a power interruption. Therefore it is not possible to turn the meter on. Furthermore the contamination can lead to the mentioned problem with the faded/ missing segments. The root cause is determined to be contamination due to improper handling or maintenance by the customer. Medwatch field h3 has been updated.